Manufacturer narrative:
The customer's material was received for investigation. One vial of test strip lot 206195-14 containing more than 10 test strips and coaguchek xs meter serial no. (B)(4). The test strips and vial showed no defects. The meter appeared undamaged and was clean on the outside. The returned test strips were measured with the returned meter in comparison with relevant retention test strips (lot 206195-10) and the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and internal reference meters were used. Master lot/retention meter: marcumar 3: 2.4 inr, marcumar 4: 2.1 inr. Customer strips/customer meter: marcumar 3: 2.5 inr, marcumar 4: 2.0 inr. The maximum difference between measurements with the same blood sample was 0.1 inr. The returned customer material and retention material complied with specification.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable results from coaguchek xs serial number (B)(4) and alleged he suffered a stroke on (B)(6) 2016 due to the device. According to the customer, the laboratory results were always 0.6 inr lower than the results from his meter. The method used by the laboratory was requested but it was unknown. On (B)(6) 2016, the patient went to the hospital and is now in rehabilitation. The customer could not provide information about additional medication or treatments that were performed in the hospital. On the day of admission the value in the memory of the meter was in his therapeutic range of 2.0-3.0 inr. The result from the laboratory was lower by about 0.6 inr. No specific result was provided. The customer did not know the exact time of the testing. The time frame between the meter testing and the laboratory testing was a few hours. The patient did not have an autoimmune disease and no renal or liver insufficiency. The suspect product was requested to be returned and the replacement product was sent. Relevant retention test strips from lot 206195-10 were tested in comparison with the current master lot of coaguchek xs pt test strip (lot 124 158 80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention strips with retention meter: marcumar 1: 2.5 inr; marcumar 2: 2.6 inr. Master lot with retention meter: marcumar 1: 2.5 inr; marcumar 2: 2.8 inr. The obtained results showed a maximum difference of 0.2 inr between retention samples and master lot. No error messages occurred and retention material complied with specification.